Event description:
The customer reported to customer service that her nipples are sore and one of them is bruised. She also stated that she has had mastitis about 5 times in the last 5 months while using the pump.

Manufacturer narrative:
A medela clinician spoke to the customer and there was a lengthy conversation regarding all the obstacles she was encountered with breastfeeding since the birth of her baby. She has alternately been treated with antibiotics and anti-fungals on numerous occasions. She was given inaccurate, inappropriate info by healthcare and lactation professionals. The underlying cause was an undiagnosed tongue-tie in her baby. She took the info supplied by clinician in the e-mail messages and corresponded with dr (B)(4). He referred her to a physician in her area who made the correct diagnosis, clipped the tongue-tie and treated both mother and baby successfully. The issue she originally reported to cs is now resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis, but the customer was using the breast pump when she was diagnosed with each occurrence. The customer's is continuing to use the pump and has stated that the issue is resolved. Complaints will be monitored for similar issues.